Event description:
Customer reporting 1 false positive flu/sars result that occurred sometime in may or june of this year. Customer did not have specifics on which analyte/s were positive or further information on the kit lot number or symptomatic status of patient.

Manufacturer narrative:
Investigation summary: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: phone.